Event description:
Reporter alleged reading at 11:30 was 113 mg/dl, however, felt dizzy like blood sugar was low and ten minutes later retested which read 122 mg/dl. It was reported customer still felt low and went to the hospital emergency room (ER) where a reading was obtained, value not known, however was treated with an IV, an apple, and a sandwich. A request was made for the return of the suspect device and replacement product was sent.